Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the surgeon was concerned with the heat coming from the sheath of the unit after the unit caused burns during a decompression. It was further reported that the unit was discarded.